Event description:
The biomedical engineer (bme) reported that their site had a power outage and that the uninterruptible power supply (ups) shut down causing the central nurse's station (cns) to shut off. The bme also reported that the ups does not appear to be up as there are no lights visible on the unit. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that their site had a power outage and that the uninterruptible power supply (ups) shut down causing the central nurse's station (cns) to shut off. The bme also reported that the ups does not appear to be up as there are no lights visible on the unit. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that their site had a power outage and that the uninterruptible power supply (ups) shut down causing the central nurse's station (cns) to shut off. The bme also reported that the ups does not appear to be up as there are no lights visible on the unit. No patient harm was reported. Investigation summary: customer reported that there was a power outage, and the cns and the ups went down. Customer identified that the ups has failed as the power indicator of the ups was not lighting up. When the customer plugged in the cns directly to a wall outlet, the cns powered on. The cns has been in service since 10/14/2020, and there have been no other reports of the cns shutdown. Based on the available information, the cause of the cns shutdown is due to a ups failure. There is no malfunction of the cns, but rather of the ups. No corrective or preventative actions would be warranted.